Event description:
(B)(4). Device was provided by my insurance company. I have the following :severe headaches, muscle aches, pelvic pain, abnormal cycle, back pain, severe yeast infection, discharge, tremors, chest pains, etc.